Manufacturer narrative:
Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. Concomitant medical products and therapy dates: tylenol 325mg, asa 81mg, atenolol 25mg, mvi, zocor 20mg.

Event description:
On (B)(6) 2021 the patient underwent endovascular treatment of a thoracoabdominal aortic aneurysm using gore® excluder® thoracoabdominal branch endoprostheses (tambe) and gore® viabahn® vbx balloon expandable endoprostheses (vbx) in the (B)(6)study. On (B)(6) 2021 the patient was discharged. On (B)(6) 2021 one month post-op cta imaging revealed a type iii endoleak between the tambe device and the gore® viabahn® vbx balloon expandable endoprosthesis in the patient's left renal artery. It was reportedly suspected that the type iii endoleak was related to inadequate overlap of the devices into the patient's left renal artery. It was reported that the device overlap was too short. On (B)(6) 2021 a left brachial cutdown, second order cannulation of the patient's left renal artery, and a selective left renal angiogram were performed. The physician performed left renal artery angioplasty, and an additional vbx device was placed. It was the opinion of the physician that the patient would benefit from an extension of the left renal stent for branch stability at a later date. There were no further reported issues. The patient tolerated the intervention.

Manufacturer narrative:
H.6. Investigation findings: code 213 - the review of the manufacturing paperwork verified that the lots involved in this event met all pre-release specifications. B.5. Description of event: correction made to date of endoleak identification from (B)(6) 2021 to (B)(6) 2021. B.3. Date of event remains unchanged. H.6. Investigation findings: code 3233 updated to code 213. H.6. Investigation conclusions: code 11 updated to code 4311.

Event description:
Correction: one month post-op cta imaging and identification of the type iii endoleak occurred on (B)(6), 2021.